Event description:
A malfunction alarm was reported with a resettable malfunction code. There was no adverse impact on the customer's blood glucose level as it was confirmed not to exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on resetting the pump and assisted the customer with the process. The customer was advised to continue using the pump and to report if the malfunction code recurred, which did not occur after the reset.